Event description:
It was reported that the insulin pump alarmed compromised force sensor during prime. Customer was unable to clear the alarm. It was stated that the piston on the insulin pump goes off. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with compromised force sensor error alarm during basic occlusion test due to protruded/loose drive support disk. All the buttons functioned properly and no moisture damage on keypad traces was noted. Keypad connector was fully locked. Device had minor scratched lcd window and cracked reservoir tube lip.